Manufacturer narrative:
The field service engineer (fse) found a sipper flow path issue following a clotted sample. The fse cleaned the sipper flow path and cleaned, replaced and adjusted other instrument parts. Ise checks, precision testing, calibration and qc were all acceptable. Calibration was last performed on 19-mar-2022 and was acceptable. Qc was acceptable. There was no indication of a reagent performance issue. Numerous voltage alarms were observed on the alarm trace data. Multiple abnormal aspiration on sample probe alarms were observed which is an indication of poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated a patient sample was tested on the cobas 8000 ise module and the sample probe went into gel. Afterwards, the customer noticed that multiple patient results did not match the patient¿s history and retested those samples on a different instrument where the results matched the patient¿s history. The customer replaced the sample probe, cleaned the sipper probe and replaced the reference electrode, however, bubbles were visible in the tubing and voltage instrument alarms were received. Discrepant results were provided for 4 patient samples tested for sodium (na), potassium (k) and chloride (cl). Patient (B)(6) initial na result was 147 mmol/l. The repeat result from the other instrument was 138 mmol/l. Patient (B)(6) initial na result was 139 mmol/l. The repeat result from the other instrument was 126 mmol/l. Patient (B)(6) initial na result was 113 mmol/l. The repeat result from the other instrument was 134 mmol/l. The initial k result was 4.2 mmol/l. The repeat result from the other instrument was 3.5 mmol/l. The initial cl result was 100 mmol/l. The repeat result from the other instrument was 124 mmol/l. Patient (B)(6) initial na result was 117 mmol/l. The repeat result from the other instrument was 139 mmol/l. The initial k result was 3.5 mmol/l. The repeat result from the other instrument was 4.2 mmol/l. The initial cl result was 106 mmol/l. The repeat result from the other instrument was 129 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. No electrode lot numbers with expiration dates were provided.